Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the drive support cap was loose and sticking out from the side of the insulin pump. The customer did not know the blood glucose level at the time the issue was reported. Nothing further reported.